Event description:
It was reported that the customer was hospitalized because he was taking too much insulin and was not eating. The representative attempted to transfer the call, but the customer disconnected the line. Attempted to reach the customer several times regarding his admission and the customer responded that he needs to finish eating. He stated that he will call back later and hung up. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.